Event description:
The manufacturer received information alleging the patient passed away due to respiratory failure. No other clinical information or medical intervention was reported. The device will not be returned to the manufacturer for evaluation as the reporting facility has determined the event was not caused by the ventilator, but by human error.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.